Event description:
It was reported that the device had an unknown issue. No patient involvement.

Manufacturer narrative:
Add a1, b5, h7, h9 (recall lvp -rear case), correct e2, h3, h6 (annex b, c, d, g), h11. A review of the device history record showed the device had a manufacture date of 28jul2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had an unknown issue. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had an unknown issue. No patient involvement.